Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit0898, serial/lot: (B)(6), quantity: 2 h3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended with new snapshot trackers. B01, c13, d02 are applicable to the system checkout. Both trackers were returned for product analysis. The analysis determined that no failures were found. B01, c19, d14 are applicable to the product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system was continuing to show instruments inaccurately. The instruments were on plan, but deep by about 3mm. The site retook a snapshot and the issue did not resolve. The passive planar probe in the arm guide divot also showed off. The issue was occurring with two different snapshot trackers. The suspected or most likely cause was the snapshot trackers. They completed the case with the guidance system; the trajectories were still correct; the navigation instruments were just showing deeper into the bone than they actually were. The site placed the passive planar probe into the divot on the arm guide and it showed that it was above the divot. They sent to snapshot and took another snapshot, and the passive planar probe was still showing above the divot. There was no patient harm and the procedure was not delayed.